Event description:
It was reported to philips the device failed to respond (froze) after performing the operational check. The device was evaluated by a philips fse. The reported issue could not be reproduced.